Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead helix would not fully extend, even after 28 turns. The helix appeared four-fifths extended and the lead remains in use. No patient complications have been reported as a result of this event.